Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in singapore reported via a fisher & paykel healthcare (f&p) field representative that the tubing of four ojr412 optiflow junior 2 nasal cannulas detached from cannula tube joints during patient use. There were no reported patient consequences.

Event description:
A distributor in singapore reported via a fisher & paykel healthcare (f&p) field representative that the tubing of four ojr412 optiflow junior 2 nasal cannulas detached from cannula tube joints during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint four ojr412 optiflow junior 2 cannulas were received at fisher & paykel healthcare (f&p) in new zealand for evaluation where they were visually inspected. Results: visual inspection of the complaint cannulas revealed the following: inspection of one cannula showed that tubing were detached from both sides of the cannula. One of the returned cannulas showed that the right side of the tubing was found detached from the cannula. Two of the returned cannulas showed that the left side of the tubing were detached from the cannula. It was also revealed that the glue residue is visible on the surface of the detached tubing end and inside of the cannula tube joints. Conclusion: we are unable to determine the cause of the reported fault. However, the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.